Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was returned for evaluation. Initial observation shows that the distal tip of the pedicle probe was fractured at the 40mm marker. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that during a surgery the probe broke approximately 40mm from the tip and was left in the patient.